Event description:
I received multiple burns by the activapatch lontogo 4.0 on (B)(6) 2016 that have not yet healed. Not sure how it happened, when I removed the patch the burns were present. I had used the exact same product previously without incident but for some reason (probably defective product) I was burned.